Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-2240. It was reported the patient ((B)(6)) experienced uncomfortable stimulation. Also the patient reported stimulation was irritating his nerves when lying down. The physician advised to switch off the stimulation. Subsequently, the scs system was explanted (explant date unknown). During the explant the physician observed the leads were migrated.